Event description:
The patient experienced lack of effect. The lead was replaced due to high impedances measurements (> 4000 ohms) on all four electrodes. After this intervention, the impedance readings on electrode 2 & 3 were still too high and the pt did not feel the stimulation so the stimulator was replaced as well. No pt complications were reported.